Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 6.9, lab: 4.7. Date: (B)(6) 2011, inratio: 5.1. The patient's therapeutic range is between 2.0 and 3.4. The time between testing was between fifteen and twenty minutes. She took her last dose of coumadin on (B)(6). The patient's result was higher than usual, so she held off on taking her coumadin until (B)(6).

Manufacturer narrative:
Investigation pending.